Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or tensioning angle not coaxial of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 9f sheath and the evar procedure was completed. Reportedly post procedure, upon tightening the suture of the second pre-placed prostyle device, the suture broke. The suture of the first device was tightened; however there was still a little bleeding so manual compression was applied. Manual compression and the suture of one prostyle was used to achieve hemostasis of the large hole. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.